Event description:
A pt reported blood glucose results of 190 mg/dl, 102 mg/dl, 96 mg/dl and 72 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within specs.